Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was lost, therefore no product analysis could be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, in the first and second deployment attempt, the valve dislodged. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the second recapture, it was reported there was a bend in the capsule as it was recapturing the valve. The recapture was successful, but the capsule remained flexed/bent. A still image was received from the account showing the capsule while appears to have a slight bend. Without the dcs analysis, the cause of the capsule bend cannot be determined. The bend may have been a capsule buckle event. Based on the investigation completed to date there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckling is unknown however, it is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) are potential contributing factors to capsule damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with aortic insufficiency, the delivery catheter system (dcs) was advanced into position, and the valve dislodged as it was attempted to be deployed. The valve was recaptured, repositioned and attempted to be deployed at 80% a second time, but the valve slowly dislodged deep again. During the second recapture, it was reported there was a bend in the proximal capsule as it was recapturing the valve. The recapture was successful, but the capsule remained flexed/bent. The system was removed from the patient. A second valve was loaded into a new delivery catheter system (dcs) and was successfully implanted. It was reported that the patient had a short ascending aorta with an acute angle posterior. No additional adverse patient effects were reported.